Manufacturer narrative:
Additional information (concomitant medical products): stent (express, boston scientific) and (B)(6). Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
A 7mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at nominal pressure during post-dilatation. There was no reported patient injury. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally. They used a non-cordis indeflator. The same indeflator was used successfully with the other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. The target lesion was the iliac artery which had stenosis. An ipsilateral approach was made. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was nominal. The balloon was ruptured before it inflates completely. The balloon catheter was not kink while being used. The balloon was ruptured at 6 atmospheres. The balloon catheter was removed easily. The procedure was completed using another balloon catheter. A non-cordis stent was implanted at the central side at the lesion and a smart stent was implanted at the distal end of the lesion. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but were unknown. The device was returned for evaluation

Manufacturer narrative:
At its initial inflation, a 7mm x 4cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter ruptured at six atmospheres during post-dilatation. It ruptured before it inflated completely at its nominal pressure. The procedure was completed using another balloon catheter. There was no reported patient injury. The target lesion was the iliac artery which had stenosis. An ipsilateral approach was made. A non-cordis stent was implanted at the central side at the lesion and a smart stent was implanted at the distal end of the lesion. The device used for a chronic total occlusion (total occlusion >3 months). There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally. A non-cordis indeflator was used. The same indeflator was used successfully with the other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The maximum inflation pressure was nominal. The balloon catheter was not kinked while being used. The balloon catheter was removed easily. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but were unknown. One product was returned for analysis. A non-sterile saber rx 7mm x 4cm 155 was received coiled inside of a clear plastic bag. The device was received without the balloon being inflated. No damages or anomalies were observed during visual evaluation. Per functional analysis of the device, the inflator/deflator device was attached to the inflation lumen. Pressure was applied with the inflator/deflator device, the balloon did not inflate as expected due to a leakage detected at the distal section. Sem results revealed the balloon leakage was caused by a rupture on the balloon surface. The external surface of the balloon presented evidence of bulged/peeled balloon material as well as abrasions, micro tears and scratch marks adjacent to the rupture. This type of damage is commonly caused during the interaction of the balloon material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed bulged/peeled balloon material as well as abrasions, micro tears and scratch marks on the balloon outer surface could probably led to the rupture condition found on the received balloon. The internal surface of the balloon did not present evidence of damages on the surrounding areas of the rupture. No other anomalies were found during the sem analysis. A product history record (phr) review of lot 82168866 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was confirmed through analysis of the returned device. A balloon rupture was observed on the balloon. The exact cause could not be determined. Sem analysis revealed evidence of bulged/peeled off material as well as abrasions, micro tears and scratch marks adjacent to the balloon rupture. Vessel characteristics of stenosis may have contributed to the reported event, as a heavily stenosed lesion may damage balloon material when attempting to cross the lesion. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.